Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during rcr arthroscopy the alarm of the vapr tripolar suction electrode was on during vaporization and the output shorted. There was a black smoke and tripolar stopped working. There was no patient harm and a surgical delay of five minutes was reported. The procedure was completed by changing the electrode. Fragments were not generated. It was unknown if the patient required any other medical intervention. Additional information received by the affiliate reported that the device was not re-processed. It was also reported that sparking occurred inside the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary : the complaint device was received and inspected. The complaint was not confirmed. The device was visually inspected, and appeared to be in used condition given that the tip appeared to be previously activated and saline residue was present inside the suction tubing. The device was attached to a test generator to test the functionality. The device was activated in ablate and coagulation mode for several seconds, and was successfully activated in both modes as intended with no error codes or other anomalies. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.